Event description:
Patient reported obtaining results of 182 mg/dl, 144 mg/dl, 157 mg/dl, 119 mg/dl, 114 mg/dl, 112 mg/dl, 125 mg/dl, 69 mg/dl, 130 mg/dl, 77 mg/dl, and 140 mg/dl, within 10 minutes, on the advantage system. Patient indicated that, at the time the results were obtained, he was exhibiting symptoms of hypoglycemia. Patient self-treated by eating 2 glucose tablets. No adverse event was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.